Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units. Customer reported blood glucose level was 80 (mg/dl). The customer declined to reload the cartridge onto the pump. The customer stated they would monitor the pump and declined a follow up by tandem technical support.